Event description:
Caller reported the patient tested 5.7 inr on the coaguchek s system and 3.9 inr on a comparison lab. Coumadin held and decreased based on device results. No adverse event reported. Requested return of suspect system and replacement sent.